Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies except procedural damages. The helix was noted retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was noted with small r-wave compared to implant and high rv capture threshold. The physician believed these electrical anomalies were due to microdislodgement. The right ventricular lead was explanted and replaced. The patient was stable.